Event description:
Customer states, he first became aware of an issue when he had critically low sodium results. He reran the samples and the results recovered higher. Customer states none of the low results were reported out, therefore, no treatment was administered based on those results. Although, customer states that this occurred on approximately 12 samples, the customer only provided results for 3 samples: patient 1, original sodium result 98, rerun 143 mmol per l; original potassium result 2.8, rerun 4.1 mmol per l. Patient 2, original sodium result 93, rerun 140 mmol per l. Patient 3, original sodium result 101, rerun 142 mmol per l. The sodium and potassium results were resolved by customer maintenance; the customer performed electrode service, recalibrated and reran controls prior to rerunning the samples which resolved the issue.